Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. It is reported that the patient underwent revision surgery, but it is unknown which components were explanted. These devices are used for treatment. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the pt was revised due to infection. The pt underwent multiple treatments.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.